Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was receiving lost sensor alerts. Blood glucose level at the time of the incident was 225 mg/dl. Review of the insulin pump's alarm history showed that a bad battery alert had also occurred. During the call, the customer stated that the device went into threshold suspend and his blood glucose level was 50 mg/dl. The insulin pump was not replaced or returned for analysis.